Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and consequently the pump touch screen became shattered. Additionally, the pump touch screen became unresponsive and non-functional due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.